Event description:
It was reported that the customer received defect product. The item was bent. Shipping box and item box was not damaged. There was no patient involvement

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h6: photo investigation summary: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that extract-hook ø3.7 f/cann nails was bent at the proximal part, the device appears to be sealed and into original package. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. Therefore, the suspected cause is traced to transport/storage outside of depuy synthes control. The overall complaint was confirmed for extract-hook ø3.7 f/cann nails. Based on the investigation findings, a deliver service issue (dsi) is indicated and addressed internally within a local quality management system as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities., h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the extraction hook was inside it's sealed packaging. The tip end specification has 5° angle that was noted normally. However, a small deformation is perceived by the distal end of the shaft. The complaint condition can be confirmed the suspected potential cause for the observed condition can be traced to transport/storage. Once the product leaves depuy synthes control, it is unknown what environment conditions the packaged products are exposed to during that time. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the extract-hook ø3.7 f/cann nails would have contributed to the complained device issue. Based on the investigation findings, a deliver service issue (dsi) is indicated and addressed internally within a local quality management system. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: device history record (DHR) review conducted: part: 355.399 lot: u466333 manufacturing site: werk selzach supplier: (B)(4) release to warehouse date:21 feb 2025 expiration date; na a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified., if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.